Manufacturer narrative:
(B)(4).

Event description:
It was reported after the 2nd implant deployed the implants pop out easily. A backup device was readily available. There were no delays or patient injuries reported.

Manufacturer narrative:
Device investigation narrative - three fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the devices shows no ts or sutures remain on the insertion needles or were returned for evaluation. The devices were functionally tested for proper actuator advancement and cycling and were found to function as intended. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time. (B)(4).